Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had leak. Customer stated that the first reservoir needle that goes into the vial bent and unusable, the second reservoir pulled back the stopper and pulled right back the reservoir then the third reservoir had a failure with the infusion set and unable to use the reservoir. No harm requiring medical intervention was reported. The device will not be returned for analysis.